Manufacturer narrative:
Product ID 81192, lot# d13679, implanted: 2012 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8782, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that an empty pump was suspected. The patient had not complained of any problems. However, the patient¿s girlfriend said that the patient had increased pain and nausea. The low reservoir alarm date was (B)(6) 2013 and the low reservoir alarm volume was 2ml. It was reviewed that the pump would have run empty around (B)(6) 2013 at the current flow rate. It was charted at the hospital that medications were decreased by 20% on 7/15, but this was not confirmed by telemetry. The pump was to be refilled and a dose decrease was to be done on the day of the report. The device system was used to deliver clonidine 1125mcg/ml at 450mcg/day, bupivacaine 30mg/ml at 12mg/day, compounded baclofen 1125mcg/ml at 450mcg/day and sufenta 375mcg/ml at 15mcg/day. Additional information was requested but was not available at the time of this report.